Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, an expired stent was implanted into a pediatric patient. The device expired july 31, 2022. This was not identified until after the procedure was completed. The customer confirmed the packaging was sealed. No injury to the patient at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user used the product by mistake. An association between the adverse event and the device cannot be ruled out. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not use the stent and/or the protection sleeve after the expiration date displayed on the sterile package. Otherwise, the sterility of the instrument may be compromised, and it may pose an infection control risk or cause tissue irritation.¿ additional information was received regarding the event. This supplemental report includes information added to b5. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information regarding the event was received: the patient is doing well and continues to have no adverse effects since the surgical procedure.